Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The filament driver board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed regulator error upon initialization. There was no adverse patient involvement.